Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (check therapy pad messages) was confirmed due to the lead 2 wire being broken at the ECG ¿c&d¿ cable. The belt did not pass essential performance testing. The therapy electrodes were also found to be leaking. There is no indication that the patient protection was affected by the gel leak. The root cause for the pinched wire was unable to be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing check therapy electrode messages.